Event description:
The device is unable to be interrogated and no lights are present on the programming head. Two different programmers were used to try and interrogate the device. In october the device displayed 67% remaining. The patient was shocked last week. Device explant was recommended. On (B)(6) 2015 - the clinic confirmed this patient saw the consulting physician and he recommended explant as well. The orders have been submitted to the hospital, but the change-out has not been scheduled.

Manufacturer narrative:
The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler¿s syndrome, subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. There was no indication of a material or manufacturing problem.